Manufacturer narrative:
There is no known patient involvement. Though the user report implicated device 16-02-85 serial number (B)(4), the investigation revealed that there is no known issue with this device. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication with the customer on (B)(6) 2016, sorin group (B)(6) learned that the reported heater-cooler device was not tested by the facility. During additional communication on (B)(6) 2016, the customer stated that the decision was made not to test the devices because literature had been identified showing that microbiological testing can result in a high number of false positives. At this time, there is no known issue with the reported device. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As no allegation of a device malfunction has been made, no further investigation is required. If additional information is received that changes the facts or conclusions submitted in this report, a supplemental report will be filed. No device issue.

Event description:
On (B)(6) 2016, sorin group (B)(4) received a user medwatch report (B)(4) stating that the cdc has issued a mandatory recall of sorin heater-cooler system 3t devices. The report did not allege a device malfunction there is no known patient involvement.